Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no info to suggest that the device has not met the final release criteria. Type 1a endoleaks have been reported with every evar device and are a well-documented and clinically understood complication of evar surgery which has multiple causes. The event rate is within clinical expectations.

Event description:
A small type 1a endoleak was missed at the time of completion of the case and was noticed on a subsequent CT. A palmaz xl stent was placed below the neck of the main body implant and ballooned which has resolved the type 1a endoleak. The consultant does not consider this a device related failure and believes that the top end of the device was held away from the neck by an anatomical kink and small plaque.